Event description:
During a clinic follow-up, an increase in the pacing impedance, loss of sensing, loss of capture, and muscle stimulation were observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, muscle stimulation, high pacing impedance, failure to sense, and failure to capture. As received, a complete lead was returned in one piece for analysis. The s-curve shape may not be retained after implantation, and the s-curve height was unable to measured due to the condition of the lead as received. Visual inspection of the lead did not find any anomalies except for procedural damage. The reported events of high pacing impedance, failure to sense, and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.